Event description:
A minimum fill notification was reported by the customer. There was no adverse impact to the customer's blood glucose level. The issue occurred in the past, and the customer successfully loaded a cartridge and resumed insulin deliveries without further complications.